Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -4.50 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed and increases of cyl. The lens remains implanted. Cause reported as device.